Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported not performing the air removal step. Customer was educated on the air removal process when filling a new cartridge. The customer reverted to an alternate method of insulin therapy. Customer's blood glucose was in 350-400 mg/dl range.